Manufacturer narrative:
The following devices were also listed in this report: unknown scorpio ts tibial insert 7f/5tx16mm; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a revised femur and insert due to pain. No further info per hospital protocol. Replaced with scorpio ts femoral right cat# 76-4107r lot # 250n6n. Scorpio ts tibial insert 7f/5+x18mm cat# 72-4-7518 lot # 2m2e9r.